Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2016-01086 / 01087 and 3002806535-2016-00163). Product location unknown.

Event description:
It was reported a patient underwent a total knee arthroplasty on an unknown date. Subsequently, the patient experienced pain and has a suspected allergic reaction. No further information has been provided.